Event description:
The customer reported this atrial lead was exhibiting high impedances and threshold measurements. Fluoroscopy revealed the lead was fractured. The physician believed this damage was due to clavicular crush. The lead was surgically abandoned (capped) and replaced. To date, no adverse pt effects have been reported. The lead was actively implanted for approx 12 years, 2 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. To date, no adverse pt effects have been reported. The event will be re-evaluated if add'l info becomes available. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.